Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2019-05825. It was reported the patient was receiving inadequate stimulation. An impedance check revealed high impedance on multiple lead contacts due to a kink in the lead. As a result, the physician plans to do a revision to correct the issue at a later date. Note: both of the patient's leads are being reported because it's unknown which lead is liable.

Event description:
Related manufacturer reference# : 1627487-2019-05825.

Event description:
Related manufacturer reference# : 1627487-2019-05825. Further follow-up indicates the patient had surgical intervention on (B)(6)2019, during which the lead was explanted and replaced. The issue was resolved and therapy has been restored.